Event description:
The user's hearing performance with the device is affected. In situ testing showed affected channels. The user was dabbling in the water throughout the day on the (B)(6).2022 without wearing the audioprocessors. The user's mother noticed in the evening that the user had no hearing with the left side device anymore.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. In situ testing showed affected channels. The user was dabbling in the water throughout the day on the 24.jul.2022 without wearing the audioprocessors. The user's mother noticed in the evening that the user had no hearing with the left side device anymore. The user was re-implanted.